Event description:
Patient was revised to address an unconfirmed dislocation and popping and clicking. Upon revision synovitis and wear on the trunnion were noted. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and loss of mobility. Doi has been provided. There is no new additional information that would affect the outcome of the MDR decision. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, synovitis, and mild trunnion erosion. Labs from (B)(6) 2014 indicated the metal ions levels were below 7ppb. The hip was noted to be stable with no mention of dislocation. The revision operative note indicated there was no sign of wear. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
No device associated with this report was received for examination. The lot codes were provided. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).